Event description:
It was reported that a new access site was created in order to deflate the balloon. An 8.0mm x 30mm x 80cm 4f sterling was selected for a percutaneous transluminal angioplasty procedure in the occluded arteriovenous shunt vessel. During the procedure, the balloon failed to fully deflate. While attempting to withdraw, the sterling could not be removed through the 4f non-boston scientific introducer sheath. The patient was punctured again and a retraction cannula was used to pierce and deflate the balloon. The sterling was removed from the sheath and the procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that a new access site was created in order to deflate the balloon. An 8.0mm x 30mm x 80cm 4f sterling was selected for a percutaneous transluminal angioplasty procedure in the occluded arteriovenous shunt vessel. During the procedure, the balloon failed to fully deflate. While attempting to withdraw, the sterling could not be removed through the 4f non-boston scientific introducer sheath. The patient was punctured again and a retraction cannula was used to pierce and deflate the balloon. The sterling was removed from the sheath and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 2mm long starting 7mm from the distal marker band consistent with the reported information that the balloon was punctured in order to deflate the device. The outer shaft was stretched down for 24.7cm starting 53.8cm from the hub. The inner shaft was separated from the manifold which is consistent with the tensile forces that also cause the stretched down outer shaft. The stretched outer shaft would have prevented the balloon from being able to deflate.